Manufacturer narrative:
(B)(4).

Event description:
During the procedure the physician intended to use a resolute integrity stent. The device was removed from packaging and inspected with no issues noted. Negative prep was performed with no issues identified. Resistance was encountered advancing the device but excessive force was not used. Stent deformation during positioning is reported to have occurred. No patient injury reported.